Event description:
Our rep is reporting that the pt had a shoulder repair at some undefined date, with the use of a versalok anchor for fixation. Sometime subsequent to this, the pt presented with pain and discomfort, and it was somehow discerned that the anchor had pulled out of the bone. A revision surgery was performed in 2009, the loose anchor was removed. The surgeon inspected the cuff and surrounding anatomy for damage, and it was noted that the pt's cuff had healed, did not need further intervention. The facility discarded the complaint device. The facility cannot identify the lot. At this point in time, this is all of the info that has been made available to mitek.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, those results will be reflected in a f/u report.